Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012; inratio: 2.2; lab: 4.7. Customer did not have any health info on this pt.

Manufacturer narrative:
Customer was milking finger and took longer than 15 seconds to apply blood to strip. These technique issues may contribute to unexpected inr results or errors in testing. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012; inratio: 2.2; ref: 4.7 inr; mean: 3.45; confidence limits: 2.0-5.0. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing has been performed on reported lot 275625. Results as follows: donor 215; inratio: 2.9; inratio: 2.8, inratio: 2.8; ref: 2.95; bias threshold: 1.33 - 3.33; %cv: 2.11. Donor 205; inratio: 2.7; inratio: 2.8, inratio: 2.7; ref: 2.33; bias threshold: 1.95 - 3.95; %cv: 2.04. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Conclusion: review of complaint identified pt's condition / customer's improper operational technique. Either of these could affect test accuracy. Root cause could not be determined. Analysis of client's data from inratio and reference method revealed that test results met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned; review of recent in-house therapeutic sample testing found retain strips met accuracy and precision criteria. As reviewed on (B)(4) 2012, (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4), no further action is required at this time. This issue will continue to be tracked and trended. No corrective action required at this time as no product deficiency was established.